Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation found the device was returned partially deployed without the plunger, anterior cuff and most of link, the link had broken at the posterior cuff. The posterior cuff had been captured and was attached to the needle tip. Breakage of the link at the posterior cuff indicates the anterior cuff was captured during deployment and remains with the plunger and link. A link break during needle retrieval and a cuff miss have the same result and appearance during deployment; however, the reported cuff miss experience can not be confirmed. During testing a proxy plunger was inserted into the device and the needle trajectory was acceptable and not a contributing factor in the event. Note: the needle trajectory of each device is inspected during manufacturing. During plunger deployment (step #3), the suture is harvested and pulled through the suture bearing and anterior needle guide; resistance at this point of deployment can cause the link to detach. A link detachment can be influenced by many factors, including, but not limited to; manufacturing, failure to position and maintain the device at a 45-degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. No manufacturing or quality issue was detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot. In addition, a query of the complaint-handling database was performed and there were no other previous incidents reported for needle to cuff miss or link break for this lot. Based on the analysis the returned device, inspection criteria and available information the link detachment experienced during use appears to be related to the operational context. There does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that a physician attempted arteriotomy closure using a perclose proglide device in the right common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be proficient in the use of the proglide device. Though requested, additional information was not provided.